Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm. The hp would call the nurse. During a follow-up with the hp, it was revealed that the alarm was resolved, but she did not know what had caused it. Per the hp, there were no loose connections, disconnections or defects on the supplies. There was no injury or harm to the patient as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues now. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.